Manufacturer narrative:
This follow up report is intended to correct the lumify system¿s product model number to 795005. The prior reports had listed the model as 795216. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The previous follow up report was intended to correct the lumify system¿s product model number to 795005. The prior reports had listed the model as 795216. However, the correct emdr fields were not populated with this new product model data. This follow up report corrects this issue by inserting the new product model information into the proper emdr fields. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A visual inspection from the customer traced the cause of the failure to a broken cable connecting the transducer to the tablet. This cable has been replaced to resolve the immediate issue. The suspect cable was inadvertently scrapped prior to its return to philips for evaluation. Therefore, no failure or root cause analysis of the part could be performed. The root cause of the failure could not be determined. Further patient outcome information could not be obtained, however, there is no allegation of harm or negative effect to the patient outcome as a result of the lockup. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event. H3 other text : the suspect cable was inadvertently scrapped prior to its return to philips for evaluation. Therefore, no failure or root cause analysis of the part could be performed.

Manufacturer narrative:
An investigation is underway to determine the root cause of the issue. Results of the investigation and the patient outcome will be included in a follow up report upon completion. Additional information is required from the customer to proceed with the investigation.

Event description:
A customer reported encountering an incident where their lumify ultrasound system locked up during an emergency procedure. Another ultrasound system was required to proceed with the examination. There is no allegation of harm or affect to the patient outcome caused by the lockup.